Manufacturer narrative:
This patient received bilateral tmj implants in (B)(6) 2012. The patient developed a small nodule in her right eac seven years post-op. Her primary care physician performed an incision and drainage several times before alerting the patient's implanting surgeon that the patient had developed an infection that resulted in a draining fistula. On (B)(6) 2019, the implanting surgeon removed the patient's right tmj devices. The surgeon plans on placing revision components after the infection has been resolved.

Event description:
The patient's right tmj devices were removed due to infection.